Event description:
A report was received that the patient was experiencing charging difficulties and pain over the ipg incision site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.